Event description:
During insertion of the spinal needle, it broke off and a piece was retained. Unable to safely retrieve. Patient was about to receive spinal anesthesia. I believe it was at the l4/l5 level. The distal portion of the needle was noted to be missing upon removal. It was a difficult insertion but the procedure was successful. Not noted until procedure was complete and needle was removed.